Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 62 mg/dl at the time of the incident, and 131 mg/dl when they left the emergency room. The customer was at 290 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was advised to remove the pump as she may not have been treating correctly, due to confusion side effects from her pain medication. The customer also reported pump priming issues and a motor error. The insulin pump will not be returned for analysis.